Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4+ degenerative mitral regurgitation (mr), heart failure and flail posterior leaflet for a mitraclip procedure. During the procedure, difficulty was encountered while keying the device. The m knob was steering in opposite direction when it was used to steer in downward direction. There was unusual resistance experienced while removal of clip delivery system from steerable guide catheter. The clip was replaced with another device to complete the procedure. The mr was reduced to grade <1 post procedure. There was no clinically significant delay or adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated and based on the information provided by the account and without the device to analyze, a cause for the reported unintended movement associated with a sleeve steering issue and difficult to remove the cds from the sgc cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4+ degenerative mitral regurgitation (mr), heart failure and flail posterior leaflet for a mitraclip procedure. During the procedure, difficulty was encountered while keying the device. The m knob was steering in opposite direction when it was used to steer in downward direction. There was unusual resistance experienced while removal of clip delivery system from steerable guide catheter. The clip was replaced with another device to complete the procedure. The mr was reduced to grade <1 post procedure. There was no clinically significant delay or adverse patient effects. No additional information was provided.